Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient¿s ins had not been holding. The patient reported that they have to charge the ins every couple of days. The patient noted that it had not always been like that and confirmed that they were still able to find and charge the ins with the controller. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the issue was not yet determined. The patient said they called their manufacturer representative. No steps have been taken yet to resolve the issue. The patient was going to work with their hcp and rep. No further complications were reported.